Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), (endoscopy support specialists) ess site visit and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The olympus scope was sent to an independent laboratory for culture testing. The scope¿s air/water channel tested positive for staphylococcus epidermidis and micrococcus yunnanensis. In addition, the scope¿s instrument suction channel tested positive for micrococcus luteus and micrococcus yunnanensis.the scope auxiliary water channel are negative for bacterial growth the scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. Device was inspected and found scratch marks inside the channel from the biopsy port side. The distal end tip was checked and noted excessive scratch marking all around the metal section inside the distal end entry. The instrument channel was further checked and did not find any signs of foreign material or substance. The suction channel was inspected and did not find any kinks, dents, or foreign material. The image was checked and noted the image is normal ess (endoscopy support specialists) visited facility and conducted a reprocessing observation of endo/surgery staff for pre-cleaning steps and sterile processing staff for all other reprocessing steps. Staff were observed not wiping the insertion tube with a water or detergent sponge or cloth and not using the a/w channel cleaning adapter during the pre-cleaning steps. During the manual reprocessing steps staff were observed doing the suction step out of sequence; the suction cleaning adapter was not used until all brushing steps were completed .observations were discussed with the sterile processing manager. The ess explained the importance of the information and the recommendation provided to them and was acknowledged by the staff in attendance. To date, no patient infection reported. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was tested positive with a gram rods microorganism, not provided if gram negative or gram positive. The positive cultures were received on (B)(6) 2020 and (B)(6) 2020. It is unknown if the device was used on a patient with a known infection of the same microorganism. The scope was reprocessed multiple dates prior to the positive culture. The scope was quarantined after the first positive culture was received. It was not in use during the two weeks of positive cultures. The cultures were obtained using a sterile culturing procedure. A copy of the results are not available. There were no patient infections reported and no patients were cultured.